Manufacturer narrative:
Clinical investigation: based on the information available, there is no evidence or indication the liberty select cycler or any fresenius product(s) and/or device(s) caused or contributed to the patient¿s hospitalization. Additionally, there is no allegation of a machine malfunction or of the machine failing to perform as expected in relation to the event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2019 a peritoneal dialysis registered nurse (pdrn) reported a patient expired while connected to the liberty select cycler. Follow-up with the patient¿s pdrn revealed the cause of death was a ¿bad heart.¿ the pdrn stated the event was unrelated to pd therapy and/or the liberty select cycler, despite the patient being connected to the liberty select cycler at the time of his passing. Additional information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.